Manufacturer narrative:
(B)(4).

Event description:
An endurant iis stent graft system was implanted in patient for endovascular treatment of a 50 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, the bifurcate was deployed below the renal arteries properly. However, the contralateral gate was inaccessible due to the angulated and narrow aorta. The physician elected to implant an aui to divert the blood flow to the ipsilateral iliac system. However, upon removal of the delivery system, the suprarenal stents were engaged and some of them were prolapsed. The physician ballooned the stent graft, but the suprarenal prolapse did not resolve. It was noted that all the suprarenal stents did release from the spindle; but became entangled during removal of the spindle. The physician was able to recapture the taper tip prior to removal. On the final imaging, a mild blush was seen in the aneurysm sac. The physician suspects it was either a type ii endoleak from collateral vessels or a type iii junctional endoleak between the bifurcate and the aui. Per the physician, the cause of event was due to patient anatomy, angulated and narrow aorta. No additional clinical sequelae were reported and the patient is being monitored by their physician.